Event description:
While onsite to perform preventative maintenance on the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints related to the reported mist. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter.